Event description:
The manufacturer received information alleging a ventilator was alarming for "ac power disconnected". There was no harm or injury reported. The ventilator was evaluated by the salesperson and the customer¿s complaint was confirmed. The device's power cord was replaced to address the issue.